Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 3 months post implant of this 23mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 23mm transcatheter valve. The reason for replacement was reported as moderate to severe aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that regulatory report # 2025587-2019-02508 is a duplicate report of this event. If information is provided in the future, a supplemental report will be issued.